Event description:
Update - 04/24/2013 - sales rep reported revision of right hip due to pain and elevated metal levels. There was no new information that would change the outcome of the investigation.

Event description:
Patient is seeking legal action in relation to the implantation of a depuy asr device. No other event details have been provided.

Manufacturer narrative:
Added: date of revision; update - 04/24/2013 - sales rep reported revision of right hip due to pain and elevated metal levels. There was no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - legal claim received. There is no new additional information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional info: catalog and lot #. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
(B)(6) 2012 - updated litigation received. Depuy still considers the investigation closed at this time.